Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified three curved openings, and flat creases. A microscopic analysis and leak test were performed which identified three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is:three openings striated in the side anterior/radius assessed as surgical damage.